Event description:
Device was implanted on 2/24/88. The balloon was revised on 8/18/88 and 6/1/89. The cuff was revised on 3/1/90. The entire device was removed from the pt on 2/11/97 due to erosion and atrophy. A complete device and tandem cuff was implanted.